Event description:
It was reported during the pre-use check, leakage of air from the product was observed. No patient injury reported.

Manufacturer narrative:
UDI in section device identification and PMA/510k is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Two (2) pictures were attached, during the analysis conducted it could be observed a top view of circuit breathing product and a focus of the bag used for package it; however, no issues related to failure mode reported could be observed. Visual inspection: no damages nor other workmanship defects were detected. Functional test: the circuit was connected and successfully passed the test; thus, failure mode is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.